Manufacturer narrative:
On (B)(6) 2021 the patient was initially implanted with a peripheral nerve stimulator (serial # (B)(4) ) in the forearm to treat chronic pain. A week later, on (B)(6) 2021 the patient was implanted with an additional peripheral nerve stimulator (serial # (B)(4) ) in close proximity to the original implanted device. The patient initially responded very well to the stimulation and received the intended therapeutic response. A few weeks later, the patient suddenly developed stabbing and cramping pain and as a result, x-rays were ordered and showed the two stimulator migrated up to the hand. It was ruled that the migration was the cause for the cramping and stabbing pain the patient was experiencing. On (B)(6) 2021 a revision was performed on (B)(4) as it was still functioning despite the migration. The second stimulator (serial # (B)(4) ) was no longer functioning and required to be explanted and was replaced with a third stimulator (serial # (B)(4) ) on (B)(6) 2021. The patient currently remains with two implanted stimulators (serial# (B)(4) and (B)(4) ) and is receiving appropriate therapy and patient is reported to be satisfied with pain relief therapy. The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, achieving therapy following the implanting procedure, implanting the device off-label, paresthesia achieved on the table, coil pocket created per IFU, and attempting to complete waa reprogramming have been ruled out as potential causes. The clinical representative stated that he is unsure if the patient engaged in any excessive stretching/twisting, which may have lead to the migration. In addition, the questionnaire shows the clinical representative is unsure if x-rays were performed following the implant procedure to confirm stimulator location, which may have also contribute to this occurrence. The stimulator is used to treat pain. The cause of the cramping, stabbing pain and loss of therapy is related to the migration. The migration occurrence is potentially related to user error-patient if excessive stretching/twisting occurred prior to healing, as the device is implanted in a highly mobile location.

Event description:
The patient was implanted in the forearm with two peripheral nerve stimulators one week apart. The patient initially responded very well to the stimulation and received the intended therapeutic response. A few weeks later, the patient suddenly developed stabbing and cramping pain and as a result, x-rays were ordered and showed the two stimulator migrated up to the hand. It was ruled that the migration was the cause for the cramping and stabbing pain the patient was experiencing. A revision was performed on one of the stimulators as it was still functioning despite the migration. The second stimulator was no longer functioning and required to be explanted and was replaced with a third stimulator. Since the revision and replacement procedures, both stimulators are now working correctly and the patient is satisfied.